Manufacturer narrative:
This supplemental report is being submitted to provide additional results of third-party testing, the device evaluation and the complaint investigation. Updated fields: h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: none. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 8. Bacterial identification: rossellomorea sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 3. Bacterial identification: rossellomorea sp. The review of the service history record did not reveal failures that could be the cause of the reported contamination. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d9 - date returned to mfg, h3, h4, h6 and h11. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the gastrointestinal videoscope tested positive for 4 colony forming units (cfus) of viable microorganisms (3 cfu of acinetobacter pilli) in the rinsing fluid. A subsequent test was performed a week later and tested positive 4 colony forming units (cfus) of viable microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.